Manufacturer narrative:
Samples were run in primary mode using standard 4ml bd sample tube, which were 0.5 hours old and stored at room temperature. Controls were run before and after the incident and recovered within assay ranges. Unit is running within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) conducted troubleshooting (ts) with the customer via phone. The customer replaced a piece of yellow stripe tubing that runs between the rbc diluent dispenser and the pinch valve, which was the root cause of this event. Per product labeling, bci does not claim to identify every abnormality on all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining h&h check failures on six (6) patients generated by the coulter lh 750 hematology analyzer. Per the customer, the red blood count (rbc) and the platelets (plt) are high when run in the auto mode and are normal when run in manual mode. No erroneous results were reported out of the laboratory. The customer considers the rerun in the manual mode to be correct. The results, provided by the customer. Patient #3's data indicates that both results were run in manual mode. The rbc is slightly higher, but the white blood count (wbc) and hemoglobin (hgb) results are higher in the initial run. Patient data for #1, 2, 4, 5, and 6 demonstrates an increased plt count on the initial run of the sample in automatic mode. No death, injury, or change to patient treatment that was associated with this event.